Manufacturer narrative:
H6.

Event description:
During an initial implant procedure of a right ventricular leadless pacemaker (rv lp) on (B)(6) 2025, it was noted that the rv lp had perforated the heart resulting in an effusion. This was confirmed via intracardiac echocardiography (ice). Pericardiocentesis was performed to drain the fluid, and the patient was stabilized. The rv lp was not used and a new rv lp was successfully implanted. The patient was stable post procedure.